Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the patient¿s stimulator did not work anymore and they would like it removed. They wanted to find out how to get it removed. The patient was redirected to follow-up with the healthcare provider (hcp) to discuss the next steps. A list of physicians were sent to the patient. The event date was asked but was unknown, but the patient indicated it probably occurred in 2016. No further complications were reported/anticipated.